Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was received by baxter for evaluation. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 09:37:46. During night drain cycle two, the patient's ultrafiltration reading was 6360ml, indicating the home patient (hp) drained 6360ml more than their maximum programmed fill volume of 2000ml. No additional information is available.